Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had developed multiple scalp wounds due to the lead erosion. It was reported that the lead position had been revised on (B)(6) 2013 with ¿local flap closure¿ of scalp. It was reported that a continuous antibiotic irrigation system was placed. It was reported that the patient required hospitalization for this event and that currently the patient had a non-serious injury/illness.

Event description:
It was reported that the lead had been damaged during the procedure and that there was a skin erosion over the lead. During the surgery to create skin flap, plastic surgeon accidentally nicked the lead. The surgeon then used dermabond over the nick. The right lead was fine and not in question in terms of impedances: c/0 1902 ohms c/1 1747 ohms c/2 1867 ohms c/3 ? (It was unknown what this impedance reading meant) impedances on the left lead were: c/0 821 ohms c/1 706 ohms c/2 655 ohms c/3 682 ohms 0/1 819 ohms 0/2 948 ohms 0/3 1033 ohms 1/2 682 ohms 1/3 847 ohms 2/3 670 ohms it was stated that there were no blatant open or short circuits. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va02nm4, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v234237, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).